Event description:
As reported, approximately 4 years and 2 months post the initial shoulder arthroplasty, the patient was revised. The surgeon went in as the tray looked broken and the thought was that the screw would still be inset in the stem. Nothing ended up being broken and they simply went back in with a tray, liner and torque screw. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the reason for the revision is likely due to the disassembly of the torque defining screw and thus the humeral tray and liner assembly from the humeral stem. Potential contributions may include patient conditions, incomplete seating or forces on the underside of the humeral tray at the time of implantation secondary to unintended contact with protruding bone, or an issue with insufficient application of torque or cross-threading of the screw during assembly. However, this cannot be confirmed because the components were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.